Manufacturer narrative:
B5: it was confirmed via photograph that the hair was on the label on the outside of the package and did not impact the sterility of the device. H6: the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, during inspection, a hair was found in the pack on the label. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. It was subsequently confirmed that the hair was on the label on the outside of the package and did not impact the sterility of the device.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, during inspection, a hair was found in the pack on the label. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.